Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative spondylolisthesis procedure: tlif ( transforaminal lumbar interbody fusion) levels implanted: l3/4 it was reported that intra-op, part of peek broke while hammering the spacer in. No fragments of the product remain in the patient. There were no patient complications as a result of alleged event.